Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's right atrial lead had been trending low impedance and intermittent reproducible noise for the past 12 months. The lead was capped and replaced on (B)(6) 2018. Patient was in good condition and would continue to be followed up normally.